Event description:
Bilateral mesa screw fracture in the sacrum approx five months post-operatively. Construct was extended into the pelvis.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was reported that the patient had not fused, which may have contributed to the incident. No additional details were forthcoming and the exact cause of the reported issue could not be ascertained. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Manufacturer narrative:
The pt was re-operated on however, the screws would not be removed and therefore, remain implanted and thus unavailable for eval. The MFR is still awaiting add'l details regarding this incident, including copies of the x-rays. The preliminary info provided thus far indicates that the pt has undergone multiple procedures, including a prior lumbar decompression on (B)(6) 2012, a revision of lumbar wound on (B)(6) 2012 and a lumbar microdiscectomy on (B)(6) 2012. Because all of the details are not yet available, this incident is being filed as a precaution.